Event description:
When updating the pump, they did not good telemetry. When reinterrogating the pump, an error message occurred indicating a pump memory error, the pump had stopped. There were reported to be sources of emi (electromagnetic interference) present at the time of the event. It was unclear how long the pump was stopped. There was reported to be no therapy or medical problem for the patient. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).